Event description:
Complainant alleged that during biomed testing the device's pacer rate was incorrect. When set at 70ppm (pulses per minute) the device's pacer rate readings were at 11 ppm. Complainant indicated that there was no patient involvement in the reported malfunction.